Manufacturer narrative:
H11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded 85-89%¿ flap survival rate in the past 12 months wherein a coupler was utilized for an unspecified reason during an unspecified procedure. The respondent additionally stated, ¿I've had some noncompliant patients and infections which have led to lower survival rate.¿ these events likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. There was no allegation of a device malfunction. No further information was available at the time of this report.